Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 5 months after two dental implants were installed in patient's mandible, it was verified their non- osseointegration. Ten (10) ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.